Event description:
Reporter reports back to back testing on the meter to lab while using the inform system with results of 248 mg/dl on the meter and 96 mg/dl at the lab. L1 and l2 quality controls were run the same day and were in range. No treatment was received based on meter reading. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.